Manufacturer narrative:
Sample was not returned. The device history record (DHR) was reviewed and there were no issues noted. Additionally both the inspection data and coc information was reviewed for the tubing and connector and there were no discrepancies noted. The reported issue was not confirmed as no sample was returned for evaluation. A photograph was provided however there was no evidence of disconnection and therefore the issue could not be confirmed through the photograph. The disconnection occurred on a customer made connection. The customer made the tubing connection from line 6 to the open y connector 3/8'' port on line 7. The customer did report that the tubing connection was tie banded at the time of the disconnection. It is unknown if the connection was made properly per the cardiovascular kit IFU. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4). No sample was returned.

Event description:
The customer reported that during cardiopulmonary bypass (cpb) procedure, the tubing on line 6 disconnected from the open 3/8'' connector port on line 7 (a user-made connection) resulting in 200cc blood loss. There was a 1 to 2 minutes of delay while the line was reconnected. The surgery was completed successfully.